Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 536 mg/dl. Current blood glucose was 536 mg/dl. The customer experienced dry mouth and very thirsty as symptom of high blood glucose. Customer treated for high blood glucose with bolus. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer reported that they went in for low blood glucose and passed out a couple of times and have some very bruised ribs. Customer started the insulin pump the day before the fall and the sensors the day after. Customer stated that she already called in to report low blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.